Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the new batteries last less than 7 days, pump motor was much slower to rewind, pump gives random no insulin delivery and flow block alarms, and the pump was cracked on front below the screen. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880, mmt-864a. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-332a, mmt-1880, mmt-864a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No slow rewind or rewind anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no relevant alarms were recorded to confirm complaint code around event date. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 95.0 received the lowbatteryalert (104) on 08/16/2025 10:14:00 after more than 7 days at 19.03 days. Battery cycle 94.0 received the lowbatteryalert (104) on 07/28/2025 06:42:00 after more than 7 days at 9.77 days. Battery cycle 93.0 received the lowbatteryalert (104) on 07/18/2025 12:07:00 after more than 7 days at 10.7 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit functioning properly. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case, keypad overlay texture damage and cracked keypad overlay. In conclusion customer concerns of low battery life, slow rewinds, insulin flow block or cracked below the screen were not confirmed during testing. Unit was tested successfully, and no anomalies noted during testing or in download history files. However, the following cosmetic damage was noted: cracked keypad overlay and keypad overlay texture damage were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.